Event description:
It was reported to baxter (B)(4) that the blue injection port of a 2000ml eva bag for automix was loose, causing the bag to leak. This condition occurred after the bag had been filled with intrafusin, glukose 40, clinoleic und l-koresac. There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was received for evaluation. Visual inspection revealed that the blue bag connector was disconnected from the bag. The reported condition was confirmed. The root cause was not determined. Should additional relevant information be received, a follow-up medwatch will be submitted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.